Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Customer product was requested for return to manufacturer for additional testing but was not received. Root cause: cannot duplicate with retains. Source: phone.

Event description:
Reported conflicting sofia sars result for 1 asymptomatic patient (off label use - at the time of testing). The patient's first test provided a positive sofia sars result. Following the positive sofia sars result, the customer conducted 2 more sofia sars tests each yielding negative sofia sars results. No confirmatory testing completed.